Event description:
The manufacturer's representative reported that the patient is "feeling extremely well, getting pain relief and feels normal".

Event description:
The MFR's rep reported that the pump and catheter were replaced during surgery for a dislodged catheter. Xray revealed taht the catheter "fellout" of the intrathecal space.the patient had reported to the rep that this was the fourth catheter replacement and he was "not getting pain control".the pump was stopped for 240 hours, then put to minimum rate. A rotor study of the pump was "questionable". During the study,it was difficult to see if the rotor moved and "it did not drip fluid". The pump was programmed to deliver morphine 1 mg/ml at a rate of 0.5 ml/day. The devices will not be returned to medtronic. Final patient outcome was not reported.